Manufacturer narrative:
Follow up information was received on (B)(6) 2016 stating the customer had passed away. It was reported that the cause of death was not diabetes related and was not related to the pump or supplies. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in hospice care and was experiencing fluctuating blood glucose (bg) levels, due to organs shutting down and sparse eating. Bg level was reported to have been fluctuating between 30 to 300 mg/dl. Hospice staff gave the customer juice to address low bg levels and administered boluses to address elevated bg levels. Due to being in hospice care, the customer's healthcare provider wanted the pump basal rate to be set to 0 and to only have the pump be used to deliver boluses for the customer. Tandem technical support guided the contact through adjusting pump basal rate settings.

Manufacturer narrative:
Additional information was received on 07/27/2016, providing the date of death as (B)(6) 2016.